Manufacturer narrative:
Additional information was received regarding this patient who is enrolled in the (B) (4) study that the lesion treated during the index procedure was localized in the proximal left internal carotid artery instead of the ostium to proximal left internal carotid artery. No further interventional details were provided nor were any further adverse events reported. Therefore, no additional details are available at this time.

Event description:
Approximately six hours after the index procedure, the patient was experiencing aphasia and dysarthria. The patient was placed on an IV heparin. A cat scan was done with neg. Results with no signs of mi. The following day, another cat was done with neg. Results. A carotid ultrasound was completed and fine. The patient was diagnosed with a transient ischemic attack (tia). The patient returned to baseline within 24 to 36 hours. The patient was discharged without deficits. There were no other noted problems. The patient was diagnosed with a tia. The event did not occur during the index procedure. There were documented as related to the index procedure; however, not related to the cordis device. The duration was greater than 24 and fully resolved. The patient was treated in the study in 2009 with a precise stent to the left ostium and proximal carotid artery. The precise and angioguard was used without any reported malfunction. The patient left the angiography suite without any deficit. The patient was subsequently discharge with noted major adverse event (mae) four days later.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The target lesion was (aha2~3) mid-distal (rca) right coronary artery. The lesion was an (isr) instent restenosis of a (bms) bare metal stent (driver), chronic total occlusion, heavily calcified and highly tortuous lesion. There was 100% stenosis. Femoral approach was chosen for the procedure. Initially, pre-dilation was conducted with a bc (unspecified) and cypher bx (2.5/28mm) was implanted at (aha3~4) distal rca to (pda) posterior descending artery. Then cypher select + (3.0x28mm: complaint product) was delivered to the target lesion, but there was difficulty crossing the lesion due to the calcification. Therefore, pre-dilation with a (bc) balloon catheter (unspecified) was conducted several times and anchor balloon technique was used, but the cypher select + would not cross over the distal portion of the target lesion. When the physician was trying to deliver the cypher select + and pulled it back a little, it was confirmed that the stent to be misaligned a little on the (sds) stent delivery system towards the distal portion, i.e. The distal edge of the stent was moving to the distal tip of the sds.